Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic roux-en-y procedure, a piece of the black sheath from the articulating joint tore and may still be in the patient. The same device was used to complete the procedure. The torn piece was not able to be located. Additional information was requested and the following details were obtained: the contact at the hospital indicated it is unclear if there is a piece missing or if the part just tore. The surgeon does not believe there to be any long term concerns for the patient. Patient is currently fine.